Event description:
It was reported that the right ventricular lead impedance had been increasing and was now high which triggered a patient alert. Additionally, the threshold had be increasing for more than a year. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.